Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, tortuous mid right coronary artery (rca). The lesion was predilated with 2.5x20 mm non-boston scientific balloon, inflated to 12atm. The physician attempted to place the 3.50x20 mm taxus express2 drug eluting stent but was unable to cross the lesion. Upon withdrawal of the stent delivery system the physician felt resistance and it was withdrawn slowly. The stent was found to be lifted up. The procedure was completed with a 3.5x18 mm non-boston scientific stent. No patient complications were reported. Patient status reported as "good".